Manufacturer narrative:
The device was returned not deployed. The device's download data showed a total of 46 run pulses, where first priming ended early at a 35 pulse count. The data showed no timeouts or drive stall, but did exhibit a false rotational sensor reading which caused a miscount during priming. This caused the device to incorrectly begin second priming early and therefore caused the expected needle deployment not to occur when the customer was activating the device. A close inspection of the commutator cap and rotational sensor springs showed evidence of poor contact/connection, causing the false rotational sensor reading. The rotational sensor springs were both leaning outward, indicating a loose connection with the commutator cap. Evidence of this was also noted on the light drag marks on the commutator cap. An 0x41(65) alarm was also noted regarding a rotational sensor issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn.